Event description:
A pt's meter would not turn on. The pt did not speak any english-the aide called on behalf of the pt. Medical affairs specialist spoke with the aide and they provided more info. The pt's meter was not turning on "for a while"-unknown time frame. They were using another brand meter. The aid did not think that "the other meter was working right either" and so they called about the lifescan meter. They also stated that they had taken the pt to their regular dialysis appointment and a lab test was done for blood glucose. The lab reading was 339 mg/dl. It is unknown if they were treated based on that reading. The pt takes a set amount of insulin in the morning and in the evening. There is no adverse event reported. The meter's power issue was not resolved with troubleshooting. The meter was replaced. No further info has been reported.